Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of this event and determined device use may have contributed to the patient's reported outcome. Stryker evaluated the device and no issue was found with defibrillation/energy delivery. There is no evidence to suggest the sparking/arcing originated from the device. However, the device was used with third-party defibrillation electrodes manufactured by cardinal health. The device's operating instructions state "using other manufacturers' cables, electrodes, or batteries may cause the device to perform improperly and invalidates the safety agency certification. Use only the accessories specified in these operating instructions.¿ additionally, the patient was not shaved prior and oxygen was in use (oxygen concentration, flow, and delivery device is unknown). Poor pad contact (from underlying chest hair) and oxygen use can increase the risk of arcing/fire during cardioversion/defibrillation. Therefore, although the device independently did not contribute to the issue, its use with OEM electrodes and potential user error during the procedure may have contributed to the patient¿s requirement for medical intervention to prevent serious injury. Cardinal health was notified of this event on (B)(6) 2025.

Event description:
The customer contacted stryker to report that while using the device for cardioversion one of the pads started to burn and the patient's beard caught fire. The patient had burns to their face, cheeks, lips, nose, nasal passage, lower forehead, upper chest, neck, upper back, and right shoulder. The patient was immediately intubated due to airway concerns and smoke inhalation. The patient was also transferred to an acute care burn center for further treatment.